Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition.

Event description:
On (B)(6) 2013, a patient was implanted with a gore acuseal vascular graft in the left forearm for arteriovenous access. The graft was cannulated on (B)(6) 2013. It was reported to gore that on (B)(6) 2014, a stenosis was diagnosed which was treated with a surgical revision. Further it was reported that the arteriovenous fistula clotted with the consequence that a new one was performed. The patient developed a hematoma requiring a reoperation; an arterial reconstruction was performed. A mild wound infection developed post re-exploration. An oral antibiotic treatment was performed. This is part of a data collection study from dr. Kingsmore using the gore acuseal vascular graft for arteriovenous access.